Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. Follow-up later determined that the device was replaced due to eri (elective replacement indicator). No patient complications have been reported as a result of this event.

Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. Follow-up did not yield any additional relevant information regarding this event. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4). Evaluation summary: a high current drain condition was found during device analysis. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors.